Event description:
It was reported that during a da vinci si total benign hysterectomy procedure, a wire was broken / frayed on a mega needle driver instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found a frayed pitch cable at the distal clevis hub. No damage was found at the clevis. An additional observation not reported was an indentation at the edge of the distal pulley. Failure analysis concluded the indentation was likely due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.